Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via review of medical records by a health care professional. Review of the device history records for the stem identified no deviations or anomalies during manufacturing related to the reported event. Additional information does not change the outcome of the investigation. A definitive root cause cannot be determined and no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately 4 years post implantation due to pain, chronic dislocations, elevated metal ion levels, instability, tissue damage, malpositioned liner, and impingement. During the procedure the short external rotators and tissue were noted to already have been disrupted off the posterior greater trochanter. Signs of prior dislocation/instability. Attenuated tissue and disruption of the posterior capsule repair. The lipped line was noted to be placed more in an anterior position. Thus a potential source of impingement and cause of multiple dislocations of the hip. Trunnion without wear debris, fracture, or substantial deformity. No gross loosening of the stem. No gross loosening of the acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a2; a4; b1; b5; b7; d1; d2; d4; d11; e1; e2; e3; e4; g4; h2; h3; h4; h6. D11: 00801803603- femoral head sterile product do not resterilize 12/14 taper- 62806795 00875201436- liner elevated rim 36 mm i.d. Size mm for use with 60 mm o.d. Size mm shell- 62805528 00875706001-continuum tm shell clust 60 mm- 62837709 00625006525- trilogy bone scr 6.5x25- 62854222 multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03378 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown versys head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02984. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a left hip revision approximately 4 years¿ post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.